Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced discomfort at the ipg site. In addition, the pt's recharge burden had increased. Surgical intervention was performed to address the reported issue. The physician elected to make the existing ipg pocket bigger, then implanted a new ipg, thus resolving the reported issue.